Event description:
It was reported a pt presented to the ER with abdominal pain 15 days after filter implant. The filter was originally placed at l2-l3 and then moved to l4. The degree of tilt was 30 degrees. There was no central line placed or intervening procedures performed on the pt after the filter was implanted. It was reported that multiple legs perforated the ivc and there was bleeding around the ivc. The filter was removed the day after presenting at the ER. The pt is fine and has been discharged.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not arrived at the mnaufacturing facility for evaluation to date. The information for use for this device states: complications may occur at any time during or after the procedure. Complications may include, but are not limited to: perforation or other chronic or acute damage to the ivc wall.